Event description:
It was reported that a 3.0x12mm xience xpedition stent was implanted in the proximal left circumflex (lcx) coronary artery without reported issue. During advancement of a 2.5x23mm xience xpedition stent delivery system (sds) to the distal lcx, resistance was met. The sds had become stuck on the more proximal, previously implanted 3.0x12mm xience stent. There was difficulty removing the sds and multiple attempts were made. Another unspecified guide wire was advanced and an unspecified balloon catheter inflated the lcx. The sds was able to be removed and reportedly, there was no damage to the implanted 3.0x12mm xience xpedition stent. Once outside the anatomy, the distal stent struts were noted to be flared. Balloon angioplasty was performed in the distal lcx, completing the procedure. There were no adverse patient effects and there was no reported clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmw elite ii; guide catheter: mach1 6f; stent: xpedition 3.0 x 12. The device was returned for analysis. The failure to advance and difficulty to remove the device were unable to be replicated in a testing environment as they are based on operational circumstances. The material deformation/ flare stent was confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.